Event description:
It was reported that a patient underwent a nephrectomy procedure in 2024 and suture clips were used. During the procedure, it was reported by the sales rep, that during a partial nephrectomy, when using the lapra ty clips, they would go to clamp down, and they are not clamping all the way or they would get stuck in the cartridge. Went through several packages before being able to complete case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: additional information received from the sales rep via email on 11/14/2024: additional information requested: please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). No problem with applied what suture type and size was used? 2-0 vicryl. When the event occurred, was the suture placed near the hinge of the clip? N/a. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No and no. Was the applier checked for damaged (jaws straight and aligned)? Yes. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No. It was reported that "...went through several packages before being able to complete case..." Please confirm the quantity of lapra ty clips involved in the reported event. Went through 4 packages, 24 clips opened. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Picked up from fedex (B)(6) 2013. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6).